Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted casing damage on both sides of the device. The dents are located in the area where the hybrid integrated circuits are located. No additional testing was performed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited diaphragmatic stimulation. It was also noted that this device, lv lead, right atrial (ra) lead (from another manufacturer), and right ventricular (rv) lead exhibited high pacing thresholds and loss of capture. Surgical intervention was taken to explant and replace the device for normal battery depletion. During the changeout procedure, the lv lead was capped and replaced. No additional adverse patient effects were reported.